Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device noted "cassette not attached". It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: information was received on 28-dec-2021 indicating that the device was being used in clinic and was note assigned to single patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Event history log was reviewed and the error was found multiple times. The customer stated problem was not duplicated. No fault was found with the device, the pump operated normally. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.